Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assembly. The motor had and moisture damage and the force sensor was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error . Unable to verify pump error 35 due to download anomaly. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.